Event description:
It was reported to boston scientific corporation that on (B)(6), 2011, a contour vl ureteral injection stent was removed from a patient (B)(6) eleven days post implantation. As part of normal protocol, the physician administered cipro at the time of the stent removal and gave the patient a second dose to administer at home (bedtime). On (B)(6), 2011 the patient presented with a low grade fever and chills. The patient went to the ER where a blood and urine culture tested positive for (B)(6). The patient was treated with PICC line vancomycin and admitted into the hospital. The physician was unable to provide the length of stay. No skin lesions were noted. The patient is reported to be doing fine at this time.

Manufacturer narrative:
Additional information received on (B)(4) 2011 providing patient birthdate.

Event description:
It was reported to boston scientific corporation that on (B)(6) 2011, a contour vl ureteral injection stent was removed from a patient (patient is over age 18) eleven days post implantation. As part of normal protocol, the physician administered cipro at the time of the stent removal and gave the patient a second dose to administer at home (bedtime). On (B)(6) 2011 the patient presented with a low grade fever and chills. The patient went to the ER where a blood and urine culture tested positive for (B)(6). The patient was treated with PICC line vancomycin and admitted into the hospital. The physician was unable to provide the length of stay. No skin lesions were noted. The patient is reported to be doing fine at this time.